Manufacturer narrative:
(B)(4). Concomitant medical products - alize acetabular liner 28 x 56mm, reference (B)(4), lot 000202272. Femoral head stainless/steel 28mm medium, reference (B)(4), lot 213872. Aura ii hip left size 6, reference (B)(4), lot 00018956. Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent revision (hip, left) due to cup loosening, 9 months after implantation. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h2, h3, h4, h6 an h10. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to loosening: 1 complaint (1 product), this one included, has been recorded on alizee ii cup ha 56, reference (B)(4), from (B)(6) 2017 to (B)(6) 2020. 1 complaint (1 product), this one included, has been recorded on alizee ii cup ha 56, reference (B)(4), batch 0000139560. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision (hip, left) due to cup loosening, 9 months after implantation. No additional patient consequences were reported. This event was reported through njr (national joint registry - UK) report: review the performance of implants following a review of the data conducted in (B)(6) 2019 on aura ii : on (B)(4) primaries surgeries, (B)(4) have been revised.